Event description:
In december, there was a shock activation in the vf. Suspected rv lead fracture and removed.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.